Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Per the instructions for use of the devices, infection is a known potential adverse effects of the total knee arthroplasty. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-5952-050-12, lot 62762927 xlpe dr-flex art surf ch 7-10/blu 12, 00-5952-050-14, lot 63114461 xlpe dr-flex art surf ch 7-10/blu 14 , 00-5954-057-01, lot 63714960 nexgen mis tm tib sz 7, 00-5954-057-01, lot 63701355 nexgen mis tm tib sz 7.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen-tibial trays, item # unknown, lot # unknown. Nexgen-bearing, item # unknown, lot # unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06943, 0001822565-2018-06945. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial right knee surgery. Subsequently, the patient was revised due to infection.